Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran an occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed an infusion set and catheter tip test. Conclusion: the reservoir was not occluded.

Event description:
The customer reported no delivery alarm. Customer's blood glucose was 160 mg/dl. Customer declined to troubleshoot stated would like to return the set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).